Manufacturer narrative:
We did not attempt to reproduce the issue because testing or reproducing it would not provide conclusive results. Instead the issue was investigated through database application logs. The software support team's thorough investigation of the database application logs found failed login events and ip block errors in the user's sso logs. This suggests that the user was entering incorrect credentials. The reported event was confirmed by log analysis. To assist with the resolution of the issue, we provided the helpline team with the following recommendation to ensure that it is addressed effectively: we see success login for this user and do not see any failed logins. We do not see any recent login attempt for this user. Please request user to try login and follow below steps if there is any issues 1) try changing the password again and try logging in with the updated password in carelink website on incognito mode. 2) make sure the username is correctly entered: disable any password manager or autofill. 3) if the login is not working. Please have the patient change password. 4) once the patient is able to login in the website, please have them try logging in to the app the software successfully adhered to the specified requirements and performed in accordance with the expectations specified in the sw requirement doc field. The most likely root cause is incorrect credentials being entered causing login failure. No logs or evidence of a carelink fault or error found. Helpline did confirm that the user was able to reset password and successfully login to the application. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a connection issue between pump and the mobile device and log in issue. The customer reported no adverse event. The event involved product(s) mmt-7333. Troubleshooting was performed and it was unable to resolve with existing troubleshooting or labeled instructions, issue escalated. No harm requiring medical intervention was reported. A product return is not applicable for non physical devices.

Event description:
Updated summary: as per customer allegation the log in issue is not a reportable scenario. Hence the event reported under regulatory report number 2032227-2025-239737 is not reportable.

Manufacturer narrative:
Additional review of the event and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.